Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient began feeling unwell; the cgm displayed 4.8 mmol/l; however, a finger stick bg was 2.1 mmol/l. The patient called an ambulance who administered glucose and the resulting bg was 11 mmol/l while the cgm displayed 4.5 mmol/l. The patient recovered and declined transportation to the hospital. At the time of report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.